Event description:
The patient connector would not connect tightly to the titanium adapter. A different transfer set was able to connect to the actual titanium adapter. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause of this event was not identified. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.